Event description:
The patient was acting weird and their skin was clammy. Family member used the suspect device to check their blood glucose and obtained a result of 124 mg/dl. Family member then called the emts. Emts arrived and tested their glucose at 44 mg/dl with their meter. They were treated with a glucose IV and advised to eat something. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evalation.